Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased thresholds and intermittent capture one day post implant that resulted in 2-3 seconds of asystole. A lead dislodgement was suspected. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a right ventricular (rv) lead perforation was identified. The patient was taken to the operating room and a lead revision procedure was performed. The lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.